Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
Information was received from a health care provider and a family member a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was initially reported that the spinal cord stimulation was removed due to being in the way of a spinal fusion surgery in 2010, however additional information revealed that the device was not removed. It was inactivated and abandoned in the patient. The device has been non-functional since 2010. The leads are inactive and the "stim" was inactive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.